Event description:
The user facility reported via medwatch report (B)(4) that during a patient procedure, the advance capsule endoscope delivery device did not push the capsule but veered in a sideways projection. The item was removed, a new device obtained and used without difficulty. There was no harm to the patient. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
Steris made multiple attempts to contact the user facility to obtain additional information regarding the reported event and to offer in-service training however, the user facility has not responded. The advance capsule endoscope delivery device was not returned for evaluation. As the device was not returned for evaluation a root cause cannot be determined. The instructions for use (IFU 731119) also contains the following instructions: "push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." The device history record was reviewed and no abnormalities were identified. A complaint review indicates this to be an isolated event. There have been no other complaints associated with this lot. No additional issues have been reported.